Event description:
Customer reports to have blood glucose versus sensor glucose differences. Customer states his blood glucose was 186 mg/dl while his sensor glucose was 60 or 60. Customer reports that insulin pump went into a threshold suspend. Customer was advised that sensors will be replaced and customer also advised to upload to carelink. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.